Manufacturer narrative:
Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the canada. On 3 may, 05 may and 08 may 2024, it was reported that the patient experienced that three infusion sets fell off during use. Infusion set was in use for 1 to 6 hours on 3 may 2024 and for a day and an half for other two events. No further information was available.